Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a maintenance check, it was discovered that the motor was not operating at full power on the motor device. The event was not related to surgery as the device was not used in surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it had low revolutions per minute (rpms). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. During the repair process, it was discovered that the pins on titanium insert motor housing were bent and broken indicative of wear over time. In addition, there were two small cuts in the hose approximately, worn vanes, soiled and worn cylinder. The pins on titanium insert motor housing was bent and broken. The titanium housing had never been replaced. There were two small cuts in the hose approximately 1/8 inch long located roughly two feet below pr valve. It was determined that this was reflective of an accidental puncture on a sharp edge or with a sharp object, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that the event occurred on (B)(6) 2015. The date of event has been updated to (B)(6) 2015. If additional information should become available, a supplemental medwatch report will be submitted accordingly.